Event description:
It was reported that the patient was experiencing ineffective therapy from their drg system. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's drg system was explanted.

Manufacturer narrative:
Event date is estimated. The allegation is against one of three leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7034969. Common device name: slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7034969.

Manufacturer narrative:
It was reported to abbott, a patient had their drg system explanted due to ineffective stimulation. All 3 leads and battery were explanted with no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.